Manufacturer narrative:
Pen needles were not returned for evaluation. Most likely underlying root cause: mlc-61: improper use/mishandled by end user. Note: manufacturer contacted customer in a follow-up call to obtain more information about the products - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for pen needles not accurately dispensing insulin. The school nurse is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is not reported as a result. The product storage location is undisclosed. The pen needle strip lot manufacturer¿s expiration date is undisclosed and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.